Event description:
Received 3ml. Of restylane lyft (manufactured by galderma) in cheeks + chin on (B)(6) 2021. Six (6) hours after began experiencing intense sweating, on/off low-grade fever, rapid heart rate (despite laying down), dizziness, and nausea. After approximately one (1) hour of symptom onset, was followed by severe vomiting and syncope. Note- no food or beverage other than crackers, an apple, and 1 liter water consumed in the 6 hours leading up to the symptoms onset post injections. No medications (otc or rx) were taken post injections leading up to symptom onset. Following syncope + vomiting, was advised by the practice (where I received injections) nurse practitioner to take benadryl (25mg) + 4mg tablet of zofran. Approximately 30 minutes after taking the zofran + benadryl all symptoms did go away. Serial numbers (and all other necessary information from manufacturer) pertaining to the syringes used prior to adverse symptoms beginning are documented, and I have them readily available upon request. Did the problem stop after the person reduced the dose or stopped taking or using the product? No. Cosmetic treatment - add fullness to cheeks + chin.